Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit received with a blank display anomaly due to cracked lcd glass. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at screen. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.